Event description:
Related manufacturer report number: 1627487-2023-04402, 1627487-2023-04401. Additional information received reports that the patient's ipg and extensions were explanted and replaced due to the patient's chest pocket not healing properly.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had a suspected infection at the ipg pocket. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was cleaned and put back into the pocket.